Event description:
It was reported that the device had a ripped/detached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: customer complaint of ripped/detached dso (downstream occlusion) seal was confirmed through visual inspection. Replaced the dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit pass all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.